Event description:
It was reported that: "preop: dislocation. Outcome: series 2 constrained liner, 22mm v40 head pt stable."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2011-00394.